Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised no startup or shut down alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the pilot valve was not shifting causing the unit to shut down. There was no indication that there was a failure of the alarms to function, so the original complaint issue was not verified.

Event description:
Dealer advised no startup or shut down alarm.